Manufacturer narrative:
Additional information: h3, h6, h10. H10: the sample was received for evaluation with the caps attached to the connectors inside an opened pouch. A visual inspection with the naked eye noted a loose green cap inside an opened pouch. There was no evidence of damage or issues to the patient connector and the green cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set "fell off". This occurred when opening the packaging, before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.